Manufacturer narrative:
The reported event of damaged lead was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During an initial implant procedure, it was observed the right ventricular (rv) lead became damaged when attempting to fixate. The rv lead was explanted and replaced to resolve the event. The patient was stable.